Event description:
According to the reporter: the mesh ripped in the middle and the pt was treated with open recurrent. Pt had the feeling something ripped after a coughing fit. Another mesh was used over the ripped mesh and seamed.

Manufacturer narrative:
(B)(4).